Event description:
It was reported that following weight loss the patient experienced pain and shocking at the ipg site. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.